Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12316. It was reported that all of the lead contacts displayed high impedance. Reprogramming was not able to resolve the issue. As a result, surgical intervention may be pending to address the issue.